Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid, vomiting and abdominal pain. The patient was hospitalized due to the events and was treated with vancomycin injection (1 gm, intraperitoneal), amikacin injection (500 mg start dose followed by 100 m g in one bag, per day, intraperitoneal) and piptaz injection (2.25g, in one bag, per day, intraperitoneal) for peritonitis. The cause of peritonitis, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.